Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets caused cloudy bag; ¿there were no lipids in the bag¿. The lipids were ported on port two and the user previously swapped several valve sets and would now like to move ingredients down a port. The baxter technical service representative assisted the customer with reconfiguring the ports. The issue was identified during programming/set up of a baxa compounder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to g1: device manufacturer facility. G1: manufacturing facility-this device was manufactured at one of the two following manufacturing sites: availmed c. Industrial lt. 001 mz. 105 no 20905 int a, col cd ind. Tijuana, baja california 22444, mexico or baxter healthcare ¿ englewood 14445 grasslands dr englewood, co. 80112 united states. H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.